Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring seal was prematurely deployed during preparation. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. (B)(4).